Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 170 mg/dl. The customer stated that the device was exposed on water. Customer stated that he jumped into a lake with the device on. The customer stated that the device is vibrating without an alarm or alert. Customer stated that constant tone is occuring. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.